Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Per affiliate: the high-pressure test was performed several times and the no delivery alarm did not occur. Tubing was clamped at 3 cm from pump, and a 6 units prime was set. The pump did not alarm.